Event description:
Surgeon reported that, following intraocular lens implant surgery, the pt presented with an unexpected post-operative refraction of +10.5 diopter. The association between the report and the intraocular lens is not known. The lens remains implanted, physician plans to piggy-back another lens to correct vision.